Event description:
The customer reported that during a patient procedure, the operator engaged the "up" button on the gantry control panel, but the couch went up and then moved horizontally in. The operator was able to position the couch using the tape switch. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator, or bystander. The fse determined the "load" pedal on the multifunction foot switch was stuck engaged.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).